Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 52 and 49 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 268 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/18/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 52 and 49 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 268 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/18/2019 and open vial date is march 2018. The meter memory was reviewed for previous test result history: result 1 :75 mg/dl date:(B)(6) 2018 time:02:00pm fasting, result 2 :52 mg/dl date:(B)(6) 2018 time:04:43am fasting, result 3 :49 mg/dl date:(B)(6) 2018 time:04:39am fasting, result 4 :70 mg/dl date:(B)(6) 2018 time:04:32am fasting and result 5 :74 mg/dl date:(B)(6) 2018 time:10:32pm fasting.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 4/12/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.